Event description:
Additional information was received that this lead was discarded after the explant procedure and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this left ventricular lead, loss of capture and high pacing thresholds were noted due to a suspected lead dislodgment. A procedure was performed to explant and replace the lead. No adverse patient effects were reported.